Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient's right ventricular (rv) lead had exhibited high capture threshold and low impedance measurement. The rv lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.